Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, a crack in the insulation of the left ventricular (lv) lead was observed. A lead repair kit was used to repair the insulation and the lv lead remains in use. No patient complications have been reported as a result of this event.